Event description:
Facility reported an alleged leak from the v lumen when flushed and during testing.

Manufacturer narrative:
The complaint of a leak was inconclusive due to the sample condition. The product returned for evaluation was one photo of a retro hemodialysis catheter. The photograph was of the distal portion of the extension legs site with everything distal to the extension legs within the patient. Blue sutures appeared to be tied around the catheter at the insertion site. A small amount of blood-like residue was observed on the patient drape as well as a small speck on the extension tubing. No abnormal swelling or redness was observed at the insertion site to suggest a possible subcutaneous leak of the catheter. Not enough evidence was received to suggest there was a leak in this catheter. Without receipt of the physical sample further investigation of the alleged failure could not be performed at this time. A lot history review (lhr) of asve0002 showed no other similar product complaint(s) from these lot numbers.